Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 510 mg/dl. Reportedly, multiple infusion set changes were performed and boluses were delivered. Reportedly, after delivering a bolus of 6 units, the customer observed 4 units of insulin exiting from the end of the syringe. However, the customer admitted being unsure of that information. Reportedly the customer continued using the pump for insulin therapy.